Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ion-selective electrolyte (ise) tubing and all electrodes and performed enhanced manual clean which resolved the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation erroneously low patient results for sodium (na) on their dxc 700 au-10e, chemistry analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for five (5) patient samples.